Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance calibrations tests, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. Review of the device log found no ECG-related faults. The device was recertified and returned to the customer. No trend is associated with reports of this type.